Event description:
Related manufacturer reference number: 3006705815-2022-00887. It was reported that the patient was not receiving adequate therapy. As a result, surgical intervention occurred on (B)(6) 2022 and the system was explanted and replaced with a drg system. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since neither the charger or ipg were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.